Manufacturer narrative:
The driveline cable with an unknown serial number was not returned for evaluation. Review of the manufacturing documentation could not be performed due to unknown pump serial number. Review of the controller log files could not be performed since log files covering the reported event date were not available for analysis. On-site inspection of the driveline cable by the clinical specialist revealed driveline sheath damage, confirming the reported event. A driveline sheath repair was performed to mitigate the conditions reported. There is no evidence to suggest that a device malfunction caused or contributed to the related event. Based on the available information, the most likely root cause of the driveline sheath damage may be attributed to factors such as improper handling. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported from the site by the engineer that the patient's driveline sheath showed damage. On (B)(6) 2016 a manufacturers representative performed a driveline sheath repair per specifications and reinforced driveline using repair tape. The procedure was done as an outpatient. There was no documented special prep, patient harm nor pump stops during the procedure. The driveline remains implanted.